Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Noted cuts in the outer insulation approx. 135 and 160mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of this right ventricular lead the sheath had to be cut and the lead insulation was damaged during the process. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this right ventricular lead the sheath had to be cut and the lead insulation was damaged during the process. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.